Event description:
Event description guidant received information that this right ventricular lead microscopically dislodged shortly after the implant procedure. A revision procedure was performed and the lead was successfully repositioned.